Event description:
It was reported that the fio2 (fraction of inspired oxygen) was set to 30%, but 40% was displayed on the user interface screen. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation is finalized. It is based on a device logs evaluation. No parts have been returned for investigation. The ventilator was tested on-site by our field service engineer (fse) and the device logs were downloaded. The pre-use check failed the internal leakage test and the pressure transducer test. The customer uses a third party supplier for service and maintenance which means that no repair of the device was performed by our fse. No information about replaced parts has been received from the customer despite several reminders. Evaluation of the technical log shows no entries to indicate a ventilator malfunction. The test log has a successful pre-use check performed before the date of event. There was no pre-use check performed on the given date of event. Evaluation of the event log shows that the oxygen concentration thas not been set to 30 percent as was claimed in the initial reporting. The oxygen concentration has been set to 40 percent, corresponding to the displayed 40 percent on the user interface. The log also shows one alarm to indicate that the air supply pressure was low and as a consequence an alarm for high oxygen concentration was generated and another two alarms for low oxygen concentration. The cause of the two alarms for low oxygen concentration has not been determined. With the limited information available the conclusion in the reported issue cannot be determined.

Event description:
(B)(4).